Manufacturer narrative:
Manufacturing corrected. An event regarding dislocation involving a trident 0° x3 insert 32mm ID was reported. The event was not confirmed. Device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as medical records, x-rays, and the returned device is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient's hip was revised due to dislocation. Only the head and liner were removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's hip was revised due to dislocation. Only the head and liner were removed.